Manufacturer narrative:
The cause of the delay in reporting of the ctni result is user error. The was no indate troponin sdil on board the instrument to perform the autodilution required for the high level sample. The siemens healthcare customer care center representative performed the following troubleshooting with the customer: informed customer that a diluent need alert is posted when a dilution is ordered. Informed customer that an insert sheet missing alert is generated when product is loaded. The insert sheet had not been scanned by the customer. They worked with the customer to scan the ctni sdil insert sheet and verified the diluent was successfully loaded and the patient testing was completed. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A customer reported a delay in reporting a troponin I (ctni) result on a patient sample. The sample had initially exceeded the assay range and required dilution. The customer got a ctni sdil insert missing flag when the autodilution was called for by the instrument. The sdil parameters were input, an autodilution was performed, and a correct result was reported. Patient treatment was not altered or prescribed on the basis of the delay in reporting the ctni result. There was no report of adverse health consequences as a result of the delay in reporting the ctni result.